Manufacturer narrative:
The actual complaint device was visually examined for the missing inner connector in the y-piece. The inner connector of the y-piece has been broken off. A lot check revealed one other complaint of this nature for this lot number. Conclusions: the y-piece was missing the inner connector as a result of plastic sticking to the moulding tool when the part was ejected during production. This fault is usually recognized by the operator and all the affected parts are rejected. Servicing of the moulding tool has been carried out through scheduled maintenance to prevent this fault from recurring. Our monitoring and trending of this type of event for missing y-piece inner connector has a rate of occurence worldwide for the last year of 0.005%.

Event description:
A hospital reported to us that the end of the y-piece of the rt115 adult breathing circuit is missing the inner ring of plastic, that is the inner connector. When the hospital attempted to use the rt115 adult breathing circuit, they found that it would not connect to an endotracheal tube. The hospital found 3 rt115 adult breathing circuits in the same box defective. No pt consequence was reported.